Event description:
Related manufacturer reference number: 2017865-2022-17187. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed r wave amplitude variation on the right ventricular (rv) lead. Interrogation reveled inappropriate shock on the implantable cardioverter defibrillator (ICD) was explanted for elective upgrade. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient was in stable before, during, and afterwards.

Manufacturer narrative:
Correction: g3 in the report from jan 28, 2023 should have been jan 26, 2023.

Manufacturer narrative:
An event of oversensing causing shock was reported. As received was intact and whole. Electrical, longevity, and visual analysis was normal with no anomalies found.